Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The end user reported that the unit was "cutting off" and an "oscillator stopped" alarm was present. There was no patient involvement associated with this reported issue. The customer evaluated the unit and found an intermittent issue of the amplitude decreasing.